Manufacturer narrative:
Failure analysis revealed that the up arrow has unexpected numbers ramping and intermittent button response due to flatten dome (not creased) on the up arrow. The insulin pump had cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the reservoir tube lip, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive. Customer stated they removed the batteries from the device in order to stop the up arrow button from scrolling. Customer also stated the device has cracks extending out from the corners of the screen. Customer's blood glucose level was 324 mg/dl at time of reporting. Nothing further reported.